Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased threshold could not be conclusively determined. (B)(4).

Event description:
During an ICD replacement, the pacing threshold of the ra lead increased. There were no adverse consequences or loss of stimulation for the patient. The lead was capped and replaced. The patients condition after surgery is stable. The cause of the threshold was unknown.